Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Reportedly, the customer changed their supplies and completed the load process, then accidentally restarted the load process. An injection was delivered to address bg levels. The customer was guided through disconnecting from their site, completing the load process and resuming insulin therapy.